Manufacturer narrative:
Follow-up #1 date of submission 05/19/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/09/2014 with the following findings: evaluation revealed a crack along the battery compartment threads. The battery cap not returned with pump. Test cap used for investigation. The pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.